Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient "visited a hospital" due to the event however, it was not reported if the patient was hospitalized for the event. Treatment and action taken with pd therapy were not reported. At the time of this report, the patient was not recovered. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.